Manufacturer narrative:
B2. The date of death was not provided for any of the reported deaths. B3. Event date was estimated based on the earliest procedure date noted in the literature article. Details of the event, including product information, were not provided to bsc. Because the product lot is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other specific product information. If additional details become available, a supplemental report will be submitted. George, m. J., husman, r., dakour-aridi, h., tanaka, a., madison, m., motaganahalli, r., leckie, k., & wang, s. K. (2022). Dual institutional experience with transcarotid artery revascularization. Vascular and endovascular surgery, 57(1), 35-40. Https://doi.org/10.1177/15385744221127846.

Event description:
It was reported via literature that some patients who underwent a transcarotid artery revascularization (tcar) procedure experienced an array of adverse events leading to death. This study was a retrospective chart review of 750 patients from january 2016 to january 2022 who underwent tcar. In the perioperative period, defined as 30 days post tcar, the death rate was reported as 1.3 %. Reported causes of death included stroke in 3 patients, myocardial infarction (mi) in 1, respiratory failure in 2, and congestive heart failure (chf) in 2. In a review of long-term outcomes, defined as greater than 30 days post tcar, the death rate was reported as 5.9%. Reported causes of death included respiratory failure in 8 patients, pulmonary embolus in 1, mesenteric ischemia in 1, stroke in 3, various forms of cancer in 4, and 18 from unknown causes. No further information was provided to boston scientific.

Event description:
It was reported via literature that some patients who underwent a transcarotid artery revascularization (tcar) procedure experienced an array of adverse events leading to death. This study was a retrospective chart review of 750 patients from january 2016 to january 2022 who underwent tcar. In the perioperative period, defined as 30 days post tcar, the death rate was reported as 1.3 %. Reported causes of death included stroke in 3 patients, myocardial infarction (mi) in 1, respiratory failure in 2, and congestive heart failure (chf) in 2. In a review of long-term outcomes, defined as greater than 30 days post tcar, the death rate was reported as 5.9%. Reported causes of death included respiratory failure in 8 patients, pulmonary embolus in 1, mesenteric ischemia in 1, stroke in 3, various forms of cancer in 4, and 18 from unknown causes. No further information was provided to boston scientific.

Manufacturer narrative:
B2. The date of death was not provided for any of the reported deaths. B3. Event date was estimated based on the earliest procedure date noted in the literature article. Details of the event, including product information, were not provided to bsc. Because the product lot is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other specific product information. If additional details become available, a supplemental report will be submitted. Updated fields: MDR attachments - an additional literature article (leckie 2023) analyzing the same data set has been included. H6 - evaluation method codes; evaluation conclusion codes. George, m. J., husman, r., dakour-aridi, h., tanaka, a., madison, m., motaganahalli, r., leckie, k., & wang, s. K. (2022). Dual institutional experience with transcarotid artery revascularization. Vascular and endovascular surgery, 57(1), 35-40. Https://doi.org/10.1177/15385744221127846. Leckie, k., tanaka, a., dakour-aridi, h., motaganahalli, r. L., george, m. J., keyhani, a., keyhani, k., & wang, s. K. (2023). Predictors of 30-day stroke and death after transcarotid revascularization. Journal of surgical research, 283, 146-151. Https://doi.org/10.1016/j.jss.2022.10.028.